Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the fork stem has ripped away from the frame on the left side of the chair.